Event description:
On (B)(6) 2014, leica microsystems received a complaint stating that during an ent surgical procedure, the illumination of leica m650 surgical microscope did not work. Surgery was performed by another surgical microscope.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted; should additional information become available, following the investigation.